Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that customer resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer is no longer closing properly. The customer stated that the malfunction prevented nurse to access medication. There were no adverse events or injuries reported based on this incident.